Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported under infusion, which was reproduced during flow rate testing by delivering out of specification. The cause was identified to be a failed motor which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered under infusion on flow rate during testing happened in biomed service department. The device was programmed to deliver 20ml at a rate of 40ml/hr however, the device only delivered between 17-18ml during multiple runs. There was no patient involvement. No additional information is available.